Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter kit was missing test strips. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 06:15pm. The patient does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that one hour after the alleged issue occurred, she developed symptoms of "nervous, sweating and dizzy" and at 07:15pm consumed food or drink. During troubleshooting the cca noted that there was no product missing from the correct kit contents. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.